Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the pump was exposed to external magnets prior to the alarms. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. The customer continued using the pump for insulin therapy until the replacement pump arrived.